Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, it was reported that air remained during priming at the arterial outlet and then at the purge outlet, even after hours of circulation. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the device was primed by gravity then placed in a roller pump to pressure prime. The root cause of air entry was determined to be residual air from priming. There was no bubble detector in the line as the device was just being primed as a back up oxygenator to have available for further cut ins. The yellow vent cap was removed during priming. The pump was turned off and on to try and find different ways to remove the air.

Manufacturer narrative:
Device evaluation summary: flow was established through the device at 7 l/min. Pressure drop was 20 mmhg. Flow was as expected. During testing air was noticed in the inlet. Reason for return confirmed. Correction d9: device return date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.